Event description:
Patient reported that blood glucose (venous sample) was tested on a laboratory instrument with a result of 99 mg/dl. One minute later, patient reportedly retested blood glucose (capillary sample), using the suspect device, and obtained a result of 188 mg/dl. Patient indicated that no action was taken based on the value obtained on the suspect device. No patient injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.